Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found that both baths and the vacuum isolator chamber (vic) were failing to drain and overflowing. The fse confirmed the waste pump was failing intermittently and it was replaced resolving the overflow. The instrument was verified without evidence of a leak.(B)(6).

Event description:
The customer reported a contained blue fluid leak of approximately 20ml from a coulter ac t diff 2 analyzer. Incomplete (non-numeric) results were also reported by the customer.the customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.